Event description:
It was reported that the insulin pump is stuck in the prime mode. The insulin pump has alarmed during the prime process. The blood glucose reading is 283 mg/dl. Customer has treated with manual injection. Insulin squirts out during the prime process. Customer stated that the drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.